Event description:
It was reported that a cartridge alarm occurred during the load sequence. There was no reported impact to the customer¿s blood glucose level. Customer successfully reloaded the cartridge and resumed insulin therapy, resolving the issue.